Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.